Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Nurse reported blood leak alarm triggered and staff able to visibly see small leak of blood going into dialysate from a dialyzer fiber. Blood was not reinfused into the patient, per protocol; patient unaffected, stable with vital signs within normal limits. Follow up with the dialysis clinic indicates that the patient did not experience any complications as a result of the alleged event. The patient's treatment was resumed on another dialysis machine. Total blood loss is reported at ~300ml.

Event description:
"."

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. The production record was reviewed and there was one approved temporary dn noted on the lot. It is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This includes non-conformances, rework, labeling, process controls and any other occurrence in production. The reported lot number passed testing, was within sterilization dosage parameters and passed all release criteria. During the lot history review, there were no other reported complaints noted against the lot.